Event description:
It was reported per maude event report that md was placing left subclavian central line and needle broke off into pt's lung.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.